Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The pre-setting of the coaguchek xs is always the unit inr. To change this unit the user has to set it to % quick actively by confirming that unit. The measuring range in % quick in comparison to inr differs considerably. Range inr: 0.8 - 8.0 range % quick: 120 - 5 1.0 inr complies with 100 % quick. The investigation found that the customer did not realize that his value was displayed in a different unit. Therefore, it was consequently much higher than usual. The customer incorrectly added a decimal point to this high value measured in % quick, in a mistaken attempt to interpret that number as an inr result. The misinterpreted result is classified as operator error.

Manufacturer narrative:
Occupation is lay user/patient. No product was returned for investigation. The coaguchek xs meter is designed to read in inr, seconds and %quick. Us customers only use inr for coagulation monitoring. A customer communication was provided to customers to advise how to ensure the units are in inr and how to change the unit back to inr if the units get changed. Labeling updates will be made to all impacted labeling.

Event description:
The initial reporter misinterpreted %q results as inr results from coaguchek meter serial number (B)(4). The customer attempted to report a result of 9.2 inr. Since the reading range of the meter only goes up to 8.0 inr, it was discovered the meter was displaying results in %q unit of measure instead of inr. On (B)(6) 2020 the patient reported 2.8 inr; the meter reading was 28%q = 2.0 inr. On (B)(6) 2020 the patient reported 2.8 inr; the meter reading was 28%q = 2.1 inr. On (B)(6) 2020 the patient reported 3.5 inr; the meter reading was 35%q = 1.7 inr. On (B)(6) 2020 the patient reported 4.1 inr; the meter reading was 41%q = 1.6 inr. On (B)(6) 2020 the patient reported 4.2 inr; the meter reading was 42%q = 1.6 inr. On (B)(6) 2020 the patient reported 6.0 inr; the meter reading was 60%q = 1.3 inr. The patient's dose was decreased from 2.5 mg daily to 2.0 mg daily. On (B)(6) 2020 the patient reported 7.0 inr; the meter reading was 70%q = 1.2 inr. The patient was told to withhold warfarin on (B)(6) 2020 and (B)(6) 2020, then begin with 1 mg per day, and retest on (B)(6) 2020. On (B)(6) 2020 the patient reported 8.8 inr; the meter reading was 88%q = 1.1 inr. The patient was told to withhold warfarin dose until (B)(6) 2020. The meter did not malfunction. The meter can display results in either %q or inr. The customer interpreted the %q results from the meter with an imagined decimal point in an attempt to interpret the number as an inr result.